Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving clonidine (unknown concentration at 35.41 mcg/day), morphine (unknown concentration at 5.975 mg/day) bupivacaine (unknown concentration at 2.87 mg/day) and saline via an implantable infusion pump. It was reported that the patient experienced a pocket fill on (B)(6) 2019 and ever since then has been "scared to death" with her pump. After the pocket fill, the patient experienced overdose symptoms and had to be taken to the hospital where the nurse turned the pump to minimum rate. When the pump was turned to minimum rate the patient went from overdose symptoms to withdrawal symptoms so from there they decided to change the dose to 50% of the original dose. Since the incident they have been weening the patient down and there was now only saline in at this time. The caller requested the pump off code since the patient was electively choosing not to use or replace the pump due to the pocket fill incident scare. No further complications have been reported as a result of this event.